Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 700 mg/dl. Customer "passed out" and was hospitalized. Per a healthcare provider, customer was "safe". Emergency room doctor thought the customer may need a new pump. No additional information was provided. Although multiple attempts were made by tandem technical support to contact the customer for additional information, customer did not reply.